Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The suture disconnected from the needle during the procedure. The suture strand did not appear to be snapped and it detached with minimal force. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.